Event description:
It was reported via a clinical study, that a patient who had a left tsa, presented with complaints of anterior pain. An ultrasound showed a tear of the subscapularis tendon. The patient was referred to physiotherapy. The outcome indicates continuing. No further information.